Manufacturer narrative:
Device was used for treatment, not diagnosis. The engineering examination of the returned screw visual inspection revealed the broken off screw piece did remain in the thread and the screw thread was broken apart. The complaint condition is likely the result of an overload of force. The complaint was determined to be invalid. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: tip of connection screw tip of the aiming arm broke off in the insertion handle. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.